Manufacturer narrative:
The complainant was unable to provide the upn and device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a gastroscopy with variceal banding procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the first two bands were released successfully; however, the rest of the bands failed to deploy. The procedure was completed with another speedband superview super 7 device. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: received one speedband superview super 7 device for analysis with residue present on the device indicating use. A visual examination of the ligator head found five bands present and with one band caught under two other bands. There was no issue with the ligator head teeth. The suture was broken with a portion attached to the ligator head and the proximal loop of the trip wire was retracted into the handle post with the crimp caught inside the post. The trip wire was only wrapped half a revolution around spool and was not secured in the handle assembly slot. The slot did not present any evidence of previous securing of the tripwire. A functional evaluation of the handle was performed by turning the handle knob at 180 degrees, an audible click was heard, and indents were felt. There were no issue noted with the handle assembly. Based on the evaluation of the returned device, it appears that the trip wire was not properly tightened and secured, as instructed in the dfu. Failure to properly tighten and secure the trip wire most likely contributed to the complaint event. Therefore, the most probably root cause is user/use error. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a gastroscopy with variceal banding procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the first two bands were released successfully; however, the rest of the bands failed to deploy. The procedure was completed with another speedband superview super 7 device. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.